Event description:
It was reported that the patient was hospitalized to undergo explant due to skin breakdown, exposing the wire through the skin. Device history records were reviewed. The device passed all functional specifications and quality tests and were sterilized prior to distribution. Device evaluation is not necessary because the reported event has been determined as not related to vns therapy. No other relevant information has been received to date.

Event description:
Additional information was received that the lead was coming through the skin at the generator site and the cause was due to foreign body response and skin breakdown. The explant was due to or to preclude serious injury.